Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of backup vvi was confirmed in the laboratory and was due to a power on reset. After a product code download, normal function resumed.

Event description:
It was reported that a dependent pt presented to the clinic for a follow up visit. The pulse generator exhibited backup vvi operation. The device was explanted and replaced.